Event description:
Device issue: material rupture. Time of device issue: during procedure. Adverse event: none. It was reported that after successful stent deployment, post dilatation was performed with the 3.0x15 rx powersail, when the balloon ruptured at 12 atms. A second unspecified balloon catheter was used and dilatation was successfully completed. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.